Manufacturer narrative:
G4: 26may2020. B4: 01jun2020. The customer reported that the power management board was replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 may 2020.

Event description:
The customer reported touchscreen not holding calibration. There was no patient involvement. The manufacturer¿s field service engineer (fse) remotely confirmed the reported touchscreen not holding calibration issue. The fse remotely advised to replace the power management printed circuit board (pm pcb) and this resolved the issue.